Manufacturer narrative:
(B)(4) has been issued for the return of this concentrator. The age of the device is 2 months. The concentrator model is irc5po2v and the serial number is (B)(4). The following recommendations are provided in the user manual for irc5po2v perfecto2 - part no 1143482. On page 7: to reduce the risk of burns, electrocution, fire or injury to persons - danger: risk of electric shock. Do not disassemble. Refer servicing to qualified service personnel. No user serviceable parts. Avoid using while bathing. If continuous usage is required by the physician's prescription, the concentrator must be located in another room at least 7 ft from the bath. Do not come in contact with the concentrator while wet. Do not place or store product where it can drop into water or other liquid. Do not reach for product that has fallen into water. Unplug immediately. If the concentrator has a damaged cord or plug, if it is not working properly, if it has been dropped or damaged, or dropped into water, call qualified technician for examination and repair. A spontaneous and violent ignition may occur if oil, grease or greasy substances come in contact with oxygen under pressure. These substances must be kept away from the oxygen concentrator, tubing and connections, and all other oxygen equipment. Do not use any lubricants unless recommended by invacare. Avoid creation of any spark near medical oxygen equipment. This includes sparks from static electricity created by any type of friction. The device alarmed during the event. The following safety shut downs and alarms are described on page 13: safety system: current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm. (B)(4).

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this concentrator. The age of the device is 2 months. The concentrator model is irc5po2v and the serial number is (B)(4). The following recommendations are provided in the user manual for irc5po2v perfecto2 - part no 1143482. On page 7: to reduce the risk of burns, electrocution, fire or injury to persons. Danger: risk of electric shock. Do not disassemble. Refer servicing to qualified service personnel. No user serviceable parts. Avoid using while bathing. If continuous usage is required by the physician's prescription, the concentrator must be located in another room at least 7 ft from the bath. Do not come in contact with the concentrator while wet. Do not place or store product where it can drop into water or other liquid. Do not reach for product that has fallen into water. Unplug immediately. If the concentrator has a damaged cord or plug, if it is not working properly, if it has been dropped or damaged, or dropped into water, call qualified technician for examination and repair. A spontaneous and violent ignition may occur if oil, grease or greasy substances come in contact with oxygen under pressure. These substances must be kept away from the oxygen concentrator, tubing and connections, and all other oxygen equipment. Do not use any lubricants unless recommended by invacare. Avoid creation of any spark near medical oxygen equipment. This includes sparks from static electricity created by any type of friction. The device alarmed during the event. The following safety shut downs and alarms are described on page 13: safety system: current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm.

Event description:
The unit was in use and allegedly alarmed red. The unit allegedly became very hot and smelled like fire. No injury is alleged. No visible flames have been alleged.

Event description:
The unit was in use and allegedly alarmed red. The unit allegedly became very hot and smelled like fire. No injury is alleged. No visible flames have been alleged.